Event description:
The reporter stated that they did meter to lab comparison testing. The result of a lab test was about 178mg/dl, and 20 minutes after the test reporter tested on the meter. Reporter was uncertain regarding the setting on the meter which had been inadvertently set in mmol. Reporter's meter reading at home was "about 45" (if mmol 4.5=81 mg/dl). Reporter was giving results from memory; uncertain if correct. After resetting code properly, a blood glucose test result was 101 mg/dl, and a control solution test of 128 was in range. No harm was alleged.